Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has been experiencing overstimulation. Reprogramming attempts have been unsuccessful. X-rays were taken and revealed the lead has migrated. The pt was given facet injections for pain relief and will follow-up with his doctor on a later date.